Event description:
Allegedly, patient was revised due to loosening stem. Revision njr number: (B)(4), side:l, primary asa: p1 - fit and healthy.

Manufacturer narrative:
After further analysis of this event, an update to the investigations codes is needed in section h. 6. Adverse event problem. Also, the investigation attached on previous follow-up report no:00 is removed and is no longer needed as the investigation for this report has been updated.